Manufacturer narrative:
Pr (B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the drug leaks from the connection between the halaven vial and the faseal protector p14j. If they attach the protector manually or using the assembly fixture using the assembly fixture. Did this issue occur after the first withdrawal from the vial or after multiple? Unknown . Batch number: 2310113.

Manufacturer narrative:
Two sample protectors received by our quality team for investigation. Through visual inspection, a leak was observed between one protector and the vial. Further testing was conducted and after properly reconnecting the vial and protector, no sign of leakage occurred. The needle did not puncture the vial and no defects were noted on the cannula. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. A device history review was performed for lot 2309107 and 2310113, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial.

Event description:
No additional information.